Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection on the returned sample revealed loose, brown areas of residue on the bottom seam/weld areas in back of the bag and not in the fluid pathway. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿rust like residue¿ was found on the bottom seam of an exactamix 3000 ml eva tpn bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.